Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: oscillator device, battery device, (B)(6) 2021 a review of the service history record indicates that the device has been serviced within the last year for a service condition that is not relevant to the current reported condition. The actual device was returned for evaluation. Quality engineering evaluated the device, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the trigger of the battery reamer/drill device was not running smoothly, and the device remained without function during testing. The motor and electronic control unit (ecu) were tested separately, and it was determined that the motor worked as expected while the ecu did not transmit any voltage. It was further determined that the mode switch resistance was too low. It was found that the device passed the visual inspection. It was further determined that the device failed pretest for check for sticky trigger, check function of device, check power with power test bench and mode switch-test. It was noted in the service order that during a total hip arthroplasty (tha) surgical procedure, it was discovered that the device did not work. According to the reporter, the nurse checked the device immediately after the surgery and it worked without any issues. However, the device did not work even when the trigger was pulled during the acetabular reaming. It was reported that the surgeon suspected the battery device was defective, but when they attached the battery which had been attached to the battery reamer/drill, and to the oscillator device, it worked. It was reported that the surgeon determined the issue was related to the battery reamer/drill. It was not reported if there were any delays in the surgical procedure. It was reported that a spare device was used to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.